Event description:
It was reported that the user intentionally entered multiple lunch announcements to deliver additional insulin, after which blood glucose did not exceed 180 mg/dl and subsequently dropped to 72 mg/dl, and the user did not receive an alert at that threshold; the event involved user handling of meal announcements on the pump and relates to use of the device user interface. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral glucose intake, and the event was not associated with serious injury or illness. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified consistent with improper or incorrect procedure or method, and the involved device component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.